Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the electrode starts working (activating) when the foot control is not pressed nor the buttons pressed. The foot control was switched to activate the formula burrs and it does not self activate. A new 90-s was opened and had issue. Allegedly, this is the second time this has happened. Today's incident the electrode started to arc a little, it was stopped before any damage or injury to the pt occurred.